Event description:
It was reported that the patient presented in the ER after receiving hv therapies. Lead dislodgment was noted. Loss of capture and low sensing were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.